Manufacturer narrative:
This incident is being recorded under (B)(4). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that before surgery the hose is leaking air. No patient harm or surgical delay. Diligence is complete.